Event description:
The initial report from the dealer alleges that the chair was returned by one of his customers because a pt pinched their finger while attempting to sit in the chair. Additional info received on 4/11/2001 revealed that the pt's finger was partially cut off at the seat rail and the seat guide. What role if any, the device played in this incident is unclear.